Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose. Caller stated that the incident happens while customer was working, but since the customer works at the emergency room, he was treated and observed there. Caller stated the customer's meter was giving incorrect readings and he over treated. Nothing further was reported.